Manufacturer narrative:
The oad was returned to csi with the strain relief attached properly. An image supplied by the customer confirmed blood in the saline sheath following the procedure. Analysis identified a hole in the saline sheath located at the nose cone area. A pressurized fluid test confirmed a small leak at the damage site. The saline sheath was separated from the adhesive bond at the nosecone, indicating that the damage was caused by a pulling forced applied to the sheath. The root cause of the event was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A stealth 360 orbital atherectomy device (oad) was used to treat a lesion in the popliteal artery and anterior tibial artery via antegrade. During removal of the oad, the strain relief became detached from the oad handle. The viperslide solution was leaking out of the oad nose and near the end of the driveshaft. When the oad was removed, blood was observed in the saline tubing. A new oad was used to complete the procedure. The patient was stable with no consequences.